Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the battery is defective. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The remote service engineer (rse) evaluated the device and determined that the issue was due to a battery malfunction, for which replacement was recommended to the customer. The customer was advised to contact the distributor to order a replacement battery. Based on the information available and the testing conducted, the cause of the reported problem was defective battery. The customer was referred to the distributor for ordering the replacement battery to resolve the issue.